Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on properly after battery installation. No blank display noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint call that might of triggered the reason for complaint. The adapt tool recorded pump error 43 twice on 10/22/2024 at 13:08:31.000 and at 09:23:24.000. In addition, pump error 41 was also noted on 10/22/2024 at 13:08:31.000 and on 10/23/2024 at 09:23:25.000. However, no alarms noted during testing of unit. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection corroded motor home switch was noted and moisture damage on electronic assembly was noted. Unit was also received with battery tube threads - cracked, cracked case-corner of belt clip rails, scratched case, stained keypad overlay, cracked keypad overlay at select button and keypad overlay texture damage. In conclusion, customers allegations of pump error 43 were not confirmed when pe 43 was not noted during testing of unit. However, unit was received with corroded home switch and moisture damage on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and issue was unresolved. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.